Event description:
The customer reported that the t:slim x2 pump battery would not charge, and there was a power source alert indicating alert 07. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to plug the wall adapter into a known working outlet and wait for at least 30 minutes, after which the pump began charging successfully using the original charging supplies. Technical support followed up and determined that no further assistance was required, and they reviewed battery best practice tips with the customer.